Event description:
It was reported that pump experienced malfunction with displayed malfunction code and could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and possibly older pump as backup, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and returning malfunctioning pump within required time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.